Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that upon opening the cleo set for use, the membrane was sticking to the inside of the lid rendering it unusable. The customer reported that this occurred in four out of the five units in the pack. The patient's husband stated that there have also been some occasions where the cleo units did not adhere to the skin. The patient's husband also stated that if the medication as is supplied by this product is not actively getting the job done, then the patient's "health deteriorates quite quickly at times and at other times, she deteriorates more slowly. There is no two situations alike." No further adverse health outcomes were reported. See MFR: 3012307300-2017-00036; 3012307300-2017-00214; 3012307300-2017-00215; 3012307300-2017-00216; 3012307300-2017-00218.